Manufacturer narrative:
(B)(4). User/voluntary medwatch # (B)(4). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a ureteroscopy with holmium laser lithotripsy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was a holmium laser. According to the complainant, during the procedure and inside the patient, as soon as the laser fiber was used, the fiber tip cracked. The fiber tip had not broken off and nothing fell inside the patient. The surgeon immediately stopped and removed the laser fiber from the patient's ureter. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that there was no exposed glass fiber tip remaining. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. The event as reported cannot be confirmed because the fiber was returned with no exposed glass fiber tip remaining. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on march 7, 2017 that a flexiva 200 laser fiber was used during a ureteroscopy with holmium laser lithotripsy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was a holmium laser. According to the complainant, during the procedure and inside the patient, as soon as the laser fiber was used, the fiber tip cracked. The fiber tip had not broken off and nothing fell inside the patient. The surgeon immediately stopped and removed the laser fiber from the patient's ureter. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.